Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) had to be moved deeper as it popped out one week after it was implanted in (B)(6) 2018. The ins was revised two weeks after implant. There were no further complications reported or anticipated.